Event description:
It was reported that out of the box, the fenestrated bipolar forceps was observed to have nicks in the insulation. There was no reported injury or patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure. The fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection was performed and found no damage to the conductor wire insulation. The instrument also passed the electrical continuity test. Additional observation not related to customer complaint: the instrument was found to have one bent grip tip. The grips were not found to be cracked. There was a 0.48 mm offset at the base of the tips.

Event description:
Refer to h11 for follow-up information.